Manufacturer narrative:
The pod was returned and evaluated. Results of the investigation found no evidence of any malfunction or product condition that could have caused or contributed to low bg levels. The investigation showed that there were no occlusions in the cannula's fluid path (allowing for free-flow of insulin), no internal leaks, the needle mechanism fired as expected and the pod never went into an alarm during operation - all evidence of a properly functioning pod. Built into the pod's design are mechanical, software and electrical safety features that prevent the device from over-delivering insulin (which may result in low bg levels). The pod functioned as intended during the eval. Based on investigation results, the device would not have been a contributing factor to the customer's low bg levels.

Event description:
The report indicated that the customer began to feel his bg levels dropping. He experienced a low bg of 37 mg/dl which required a visit to the emergency room. While en route to the hospital, insulin was suspended "for 30 mins to help raise bg" levels. The customer "did not lose consciousness, but was not able to talk." Prior to this event, he had rec'd a massage and questions whether stimulated blood flow during the massage could have caused his bg levels to drop. A f/u appointment was scheduled with his health care provider the next day. The pod will be returned for eval.